Event description:
It was reported to manufacturer by facility, (B)(6), per facility the c.n.a. Was using the draw sheet and pulled the resident to the center of the bed before turning her to do care, resident was holding onto the bed rail as she was being turned; when the bed started to tip the c.n.a. Grabbed the bed, so that the bed did not fall onto the resident. Resident did fall completely off the bed and onto the floor. She was sent to hospital for x-rays and evaluation, she was complaining of pain in her abdomen. Bed had a normal mattress on it and the bed was not elevated very high per the facility, facility will call back with more info related to the resident injuries. Ra# issued under complaint # (B)(4) to get bed returned for evaluation. Per facility, it was re-laid to manufacturer that they have been told by (B)(4) "not to release the bed in question." The facility has marked it out-of-service. They are aware of the importance for the manufacturer to get bed back to do a complete evaluation to determine why or how this could have happened.